Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test and the homechoice rite electrical test. The device did not meet specifications. The assignable cause of the rite electrical test failure was determined to be a short between neutral and ground on the damaged power switch. Review of the service dates and activities revealed the previous return of the device was not for the problem of the failed earth leakage test. The power switch and bezel were scrapped. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.